Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
An angiodynamics executive territory manager reported the following event: "patient was septic, bactermic and turned down for surgery due to health status. The case was started by setting up the angiovac circuit system. Dr. (B)(6) placed the quick-connect accessory onto the tubing portion. While attempting to connect the reinfusion cannula to the tubing, dr. (B)(6) asked perfusion to push fluid forward from the perfusion side. During this process, fluid was pushed to the patient while dr. (B)(6) connected the tubing to quick connect accessory. Once dr. (B)(6) connected the reinfusion cannula, perfusion disconnected the saline bag in order to switch bags. During the bag change, the line was not clamped, resulting in approximately 300 ml of additional volume being administered to the patient before the issue was identified and clamped closed. After vascular access was obtained, the angiovac cannula was inserted through the 26 french gore dryseal sheath, advanced up the ivc and into the ra junction. Dr. (B)(6) loosened the blue touhy and exposed the funnel, dipping the funnel into the right atrium in an open area. Dr. (B)(6) then instructed perfusion to go on pump. Perfusion initiated flow slowly to ensure the system was functioning appropriately. Blood was observed flowing through the tubing, through the bubble trap, and back to the patient. Flow was gradually increased to 3 liters. Once blood had returned to the patient and flow reached 3 liters, anesthesia and dr. (B)(6) noted the patient's blood pressure dropping, and the patient subsequently went into cardiac arrest. Dr.(B)(6) pulled cannula back into ivc/ra junction. Perfusion reduced flows down to 1 liter. Anesthesia initiated chest compressions. There was minimal cardiac movement observed. Compressions were briefly paused for reassessment. After approximately 10 minutes of chest compressions, dr. (B)(6) and anesthesia discussed the patient's condition, noting that the blood pressure had dropped and that the rv was already in poor condition preoperatively. Tee imaging demonstrated that the highly mobile vegetation was still present and had not embolized to cause a pulmonary embolism. The team remained uncertain as to the exact cause of the arrest. Chest compressions resumed for an additional 10 minutes. At that time, dr. (B)(6) removed the angiovac system, and perfusion returned the blood remaining within the circuit tubing back to the patient. Throughout the resuscitation efforts, minimal cardiac activity was still noted by anesthesia, which was related to the patient's pacemaker activity. The patient was not considered a candidate for ECMO due to active sepsis and overall poor condition. After the case, anesthesia and dr. (B)(6) conducted a debrief and discussed the patient further. It was noted that the patient's hematocrit was 24 at the beginning of the case and had decreased to 14 post-procedure. The team discussed the amount of saline and fluid contained within the circuit at initiation. The angiovac circuit tubing contained approximately 610 ml of fluid, and the c180 angiovac cannula added an additional approximately 30 ml, for a total circuit volume of approximately 640 ml. The physician does not feel that this contributed to the patient's expiration. The team discussed potential considerations for future similar cases. Anesthesia suggested that the circuit could potentially have been primed with blood in order to reduce hemodilution, given the patient's already low hematocrit. Later that evening at approximately 6:30 pm, dr. (B)(6) sent the following text message update: "no pericardial effusion, no pleural effusion, groin is okay. Hct did drop pre and post, but suspect dilution. And there was about 200 cc's of blood in the tubing after the case."